Manufacturer narrative:
The incident was confirmed based on photos of the alleged device provided by the customer. The photo provided showed a tube ballooning, however; it is not possible to determine the root cause of the reported issue without a sample as functional evaluation could not be performed in order to confirm or duplicate the reported incident. All information reasonably known as of 27 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 30 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿we had a patient come in today with an avanos 8fr 140cm nd [nasoduodenal] tube that was placed (B)(6) 2025 that was functioning fine until about a week ago.¿ picture provided shows that the tube has ballooned. Per additional information received on 12dec2025, ¿we are unaware of any clogging issues, it was more a (every time she used it there was chest discomfort issue). Patient was experiencing chest pain with feeds, x-ray confirmed tube placement, but chest pain still persisted, so a fluoroscopy tube check was performed to confirm function and placement (placement in the duodenum was correct). Patient underwent fluoroscopic x-ray but nothing surgical was performed. Patient has new tube in place and is doing fine.¿